Event description:
Sensing anomaly was observed during a follow-up, x-ray revealed inner conductor cable exposed. As such, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The field experience was confirmed. Analysis found insulation abrasions.